Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2z4rb serial# implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. The rep indicated that they had spoken to the physician regarding the situation. The rep stated the patient misunderstood the situation. At no time was the battery disconnected from the lead. There was tension placed on the lead and the battery was flipping in the pocket. A pocket revision was done on (B)(6) 2025 and the battery was secured with a stitch and a tyrx pouch was used. 2026-apr-07 e4 (rep): additional information was received from a manufacturer representative (rep). The rep reported that the physician has no notes that show lead was disconnected from battery at any time. The battery was flipping in the pocket causing tension on the lead, so it was determined that a pocket revision would be done. There is no specific date provided regarding when this was determined. The tension that the lead was under was not determined until day of the pocket revision ¿ (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2z4rb serial# implanted: 2024-(B)(6) explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-apr-03 additional information was received from the manufacturer representative. The rep indicated that they had spoken to the physician regarding the situation. The rep stated the patient misunderstood the situation. At no time was the battery disconnected from the lead. There was tension placed on the lead and the battery was flipping in the pocket. A pocket revision was done on may 15, 2025 and the battery was secured with a stitch and a tyrx pouch was used.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's device was in there but it was not connected to the battery and it was floating around. The patient stated they had to undergo surgery to connect it. The patient stated this occurred earlier this year in 2025. [Refer to (B)(4) for the patient's ongoing therapy issues.]

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 978b128, lot# va2z4rb; implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.